Event description:
It was reported that, "revision surgery due to femoral component loosening. Implants were covered in bone cement so unable to find any implant numbers. Pt kept the implants. Dr. Will not release medical records for pt."

Manufacturer narrative:
The results of the eval performed indicate that it is not possible to determine the exact cause of the femoral loosening event as the reported femoral component and/or x-rays have not been provided. However, implant loosening is a well-known complication of total knee replacement and there are many factors that could contribute to this kind of event. No further investigation is possible at this time. Should additional info become available a supplemental report will be issued.